Event description:
It was later reported the right ventricular lead impedance on the superior vena cava coil was high.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported the lead alert triggered due to high impedance. The impedance has been gradually increasing. Follow up with the physician's office disclosed the patient has not been seen since the alert triggered and the lead remains in use. No patient complications have been reported as a result of this email.